Event description:
Procedure: right laparoscopic hemicolectomy. According to the reporter: a second procedure was performed. It is observed that the byosin film layer in one side was correct, whereas in the other side it had disappeared completely. Dehiscence of the anastomosis was reported. The patient was in the ICU at the time this incident was reported.

Manufacturer narrative:
Initial report sent to FDA on 06/17/2009.